Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 90% stenosed and bifurcated 3.5x16mm target lesion located in the 2nd obtuse marginal branch. Treatment consisted of pre-dilation with a maverick 2.5x15mm balloon, the placement of overlapping 3.5x20mm and 3.0x8mm taxus liberte drug eluting stents deployed at 16 atm's and post dilation with a 3.0x20mm kissing balloon deployed at 10 atm's resulting in 0% residual stenosis. Balloon withdrawal resistance of the 3.5x20mm stent was noted during the procedure. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.